Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure which included a pentaray nav high-density mapping eco catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that the issue was noted after about an hour of ablation. It was found that ¿the catheter was not irrigating outside the body, outside the patient¿.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure which included a pentaray nav high-density mapping eco catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that the issue was noted after about an hour of ablation. It was found that ¿the catheter was not irrigating outside the body, outside the patient¿. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed no damage nor anomalies. An irrigation test was performed, and the device failed. No irrigation was observed; therefore, the device tip was dissected and the irrigation tubing was observed folded. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions related to the complaint were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).